Event description:
The manufacturer received information alleging a patient using the ventilator spo2 failed to increase. The patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device, the device's 43-micron filter was found to be contaminated and was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient using the ventilator spo2 failed to increase. The patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device, the device's 43-micron filter was found to be contaminated and was replaced to address the issue. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.